Event description:
The facility reported the device was discovered to be damaged and the device inoperative as a result. The reported discrepency had occurred at some unspecified prior time, and there was no pt use associated with the report.